Event description:
Customer reported a button error on his insulin pump. The device got wet customer put it under water after he got some mud on the device. Customer's blood glucose is 79 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage was noted to the electronic assembly or motor. The insulin pump passed the functional tests. However, the insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.